Event description:
It was reported that the insulin pump had full black screen display. Customer stated that they changed the battery but still showing black display. Customer's blood glucose was unknown. Troubleshooting did not resolve the issue. Advised customer the insulin pump would be replaced. Customer will call back for serial number. Customer called back and reported that the numbers were ramping up as well. Troubleshooting was done. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.